Event description:
It was reported that the pump was infusing dopamine and at one point it was observed that the intravenous container and tubing were empty and the air gap reached well below the infusion pump and there was no "air" alarm. The pump was removed from pt use. No medical or surgical intervention was required.